Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse replaced the pinch valve (pv) which was cracked, all aspiration tubing to the rear blood detector, and the shear valve which was leaking. The fse also replaced the front blood detector and verified the instruments operation. The root cause is the hardware that was replaced during the subsequent instrument servicing for this event. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 analyzer was leaking bloody fluid contained inside the unit. There was no death, injury, or affect to patient treatment. There was no contact with skin, eyes, mucous membranes, or open lesions as the leak was contained within the instrument. No medical treatment was sought by the operator.